Manufacturer narrative:
Pc(B)(4). No device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Received medical records on 06/06/2018. Medical records reviewed for MDR reportability. Right attune total knee revised to address pain, instability, and suspected aseptic loosening of the tibial base plate. Surgeon, noting that the tibia was loose, remarked that, while putting the knee thru varus-valgus stressing, he could visibly see the tibial base plate "raising and lowering on the cement mantle". He stated that the cement mantle was intact, but appeared thin on the medial plateau. Indicated that there was no unusual wear on the tibial insert. The femur and patella components were well-fixed and not revised. Competitor bone cement was used during primary surgery. Doi: (B)(6) 2015; dor: (B)(6) 2017; (right knee).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) 2015: the patient underwent a right total knee arthroplasty secondary to severe arthritis. Attune implants were used. Previous notes report competitor cement was used. The patella was resurfaced. No intraoperative complications were noted. (B)(6) 2017: the patient underwent revision of the right knee secondary to mechanical loosening of the tibial component. Intraoperatively, it was discovered that the tibial baseplate was loose at the cement to implant interface. The femur and the patella were well fixed, therefore, only the tibial baseplate and tibial insert were revised. No intraoperative complications were noted. Pmh: severe arthritis. Doi: (B)(6) 2015; dor: (B)(6) 2017; (tibial component and insert).